Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken pin trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer¿s blood glucose level was unknown. The customer stated had received a hardware low level failure alarm. Troubleshooting was performed for error alarm and was able to successfully clear the alarm and rewind the insulin pump. The customer performed self test and it did passed. The insulin pump will be returned for analysis.